Event description:
We are reporting the removal of one acetabular cup one year after total hip arthroplasy. The acetabular cup did not stay press-fit in the patient.======================manufacturer response for right hip acetabular cup, zimmer======================company rep was informed and suggested we notify FDA.